Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexpected restart, displayable history crc failed at startup and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 173 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the pump was stored without a battery. The customer stated that the alarm occurred during normal use. The customer stated that the pump does not have a motor error alarm.